Event description:
Information received from the field does not address the patient's clinical status but notes >2500 ohms ventricular lead impedance and non-pacing in the bipolar configuration. Impedances were between 390 and 400 ohms and adequate pacing, sensing and capture were noted in the unipolar configuration. Therefore, the device was left in unipolar and remains implanted. Monitoring will continue.